Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output patient experienced on (B)(6) 2014. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and was visually inspected. The universal serial bus (usb) port was noted as damaged. Functional testing could not be performed, as communication with the unit was not possible due to the damaged usb port. The customer complaint could not be confirmed. A root cause could not be determined.